Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (power issue) issue. It was alleged that the aa battery was unable to be removed from the battery compartment after a low battery alarm. Damage/cracks or previous moisture was denied. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2017 with the following findings: a review of the black box showed evidence of an unacknowledged loss of prime warning that lead to a subsequent low battery warning. The low battery warning was unacknowledged. The battery had swelled on both ends making the removal of the battery difficult. A test battery was used to install and remove without difficulty. The pump powered on with the returned battery cap. The battery cap was able to fully tighten to the pump. The battery cap coin slot was worn making the removal of the battery cap difficult. The battery compartment was intact. No evidence of contamination was found inside the battery compartment. The pump was run for 24 hours and no reboots, loss of power, or call service alarms were duplicated. The current draws were within specifications. The pump case was removed to find no evidence of moisture or loose components.